Event description:
It was reported that the patient is experiencing elbow pain.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. No devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided and the supplied x-rays are not clear enough to make a determination on the fit and orientation of the implants. Information received indicates the radial nerve was lacerated by a reamer during the procedure; this may have contributed to the reported pain. With the supplied information an exact cause cannot be determined at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.